Manufacturer narrative:
Product analysis: visual review confirms the instrument is broken several threads down from the distal tip of the threaded rod. No surface defect identified that could contribute to crack propagation. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of torsion or fatigue, with directional river consistent with overload. Conclusion: the above observations are consistent with overload.

Manufacturer narrative:
The product has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. Device evaluation anticipated, but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unspecified spinal surgery. Intra-op, during insertion of the (12mm 12 degree) interbody implant, the surgeon had to forcefully mallet the implant into a tight space, which resulted into breakage of the very distal tip (3 mm) of the threaded inserter shaft sheared off inside the blue swivel piece where the inserter attaches. The entire inserter came out leaving the 3mm threaded piece inside the blue swivel piece of the interbody implant. This event of tip breakage of the threaded inserter shaft, was noticed post-op, when during tray inspection, it was noticed that the inserter tip was sheared off at very tip making it too short to use again. The surgeon was notified of broken tip by the sales rep on (B)(6) (day after discovery) and there was not any indication of complication to patient as the piece is formidably stuck inside the blue swivel of implant and was never dislodged . No complications to patient occurred at anytime during procedure. Reportedly, patient's current status is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.